Event description:
It is reported by user facility that # following a laparoscopic nissen procedure, pt was noted to have c02 gas edema of the face. No further information regarding the condition of the pt or circumstances surrounding the event was reported to the manufacturer.